Manufacturer narrative:
Initial and final MDR 1887156- device 4 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 5 infusions set cannula kinked event on (B)(6) 2024 after 3 hours of insertion.insertion site was abdomen. Customer regularly rotate site location. Furthermore, customer confirmed that introducer needle was ahead of the cannula prior to insertion. The glucose level was 350 mg/dl. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.